Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received patient presented for generator change and rv lead was explanted and replaced. It was reported that there was no obvious signs of fracture under fluoroscopy. Patient was stable and discharged. Patient was set up with a home monitor for automatic alert transmissions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. Review of the alert revealed increased capture threshold and impedance on the rv lead. These measurements cannot be verified as the patient¿s home monitor is in a cellular dead spot. The patient will be brought in to investigate. The patient was stable and will continue to be monitored.